Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced an instrument on universal surgical manipulator (usm) #3 advancing too fast with guided tool change (gtc). The customer was using a monopolar curved scissors (mcs) instrument on usm #3 and when they went to advance it, the instrument slid all the way down and contacted tissue. The customer had to clutch the usm and manually reposition the instrument. The customer stated this had happened a second time when installing a hook instrument using gtc and the instrument slid downward quickly and struck the liver. The customer had to manually reposition the hook instrument. The customer completed the case and report no injuries. The onsite logs show error 22020 on usm #3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred due to user error. The bedside assist is fairly new to robotics. The procedure was robotically completed with all four arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not replicate the reported issue. The unit was tested with multiple instruments and found no issues. The unit was also tested on the test platform and passed all tests. The carriage gearboxes, rotors and the top plate will be replaced as a fix. The complaint was confirmed based on the field evaluation, which indicates that the device contributed to the customer reported issue.